Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported difficulty positioning the device (marker visibility) could not be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulty positioning the device (marker visibility). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the moderately tortuous, moderately calcified, distal, circumflex (cx) coronary artery. A 2.00 x 15 mm mini trek rx balloon dilatation catheter (bdc) was selected for the procedure. The bdc was advanced to the lesion and they were unable to see the balloon markers under fluoroscopy. The bdc was removed from the anatomy and replaced with a new 2.00 x 15 mm mini trek rx bdc to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient effect. No additional information was provided.